Event description:
This case was initially received via regulatory authority (ansm, reference number: r2205370) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('shooting pelvic pain') in a (B)(6) female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("chronic itching of the scalp"), uterine inflammation ("uterine inflammation"), adenomyosis ("post-adenomyosis"), arthropathy ("joint problems"), gastrointestinal disorder ("gastrointestinal problems"), gastrointestinal inflammation ("intestinal inflammation"), cystitis noninfective ("bladder inflammation"), dry eye ("acute dryness"), blepharitis ("blepharitis"), eye disorder ("eye disorder, another pathology currently pending diagnosis"), sleep disorder ("sleep disturbance leading to exhaustion"), fatigue ("exhaustion"), depression ("depression") and memory impairment ("impaired memory"). The patient was treated with surgery (2 surgeries of the right knee). Essure treatment was not changed. At the time of the report, the pelvic pain, pruritus, uterine inflammation, adenomyosis, arthropathy, gastrointestinal disorder, gastrointestinal inflammation, cystitis noninfective, dry eye, blepharitis, eye disorder, sleep disorder, fatigue, depression and memory impairment had not resolved. The reporter provided no causality assessment for adenomyosis, arthropathy, blepharitis, cystitis noninfective, depression, dry eye, eye disorder, fatigue, gastrointestinal disorder, gastrointestinal inflammation, memory impairment, pelvic pain, pruritus, sleep disorder and uterine inflammation with essure. The reporter commented: insidious onset of various disorders, first gastrointestinal problems and pelvic pain, then progressively the others. Chronic itching of the scalp (treatment gives no results), acute dryness causing blepharitis and another pathology currently pending diagnosis. Actions taken to treat the patient in the healthcare facility: consequences on family, social and professional life. I have had to save 1.5 days per week to rest and have time to see different specialists due to all the pathologies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('shooting pelvic pain') in a 54-year-old female patient who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pruritus ("chronic itching of the scalp"), uterine inflammation ("uterine inflammation"), adenomyosis ("post-adenomyosis"), arthropathy ("joint problems"), gastrointestinal disorder ("gastrointestinal problems"), gastrointestinal inflammation ("intestinal inflammation"), cystitis noninfective ("bladder inflammation"), dry eye ("acute dryness"), blepharitis ("blepharitis"), eye disorder ("eye disorder, another pathology currently pending diagnosis"), sleep disorder ("sleep disturbance leading to exhaustion"), fatigue ("exhaustion"), depression ("depression") and memory impairment ("impaired memory"). The patient was treated with surgery (2 surgeries of the right knee). Essure treatment was not changed. At the time of the report, the pelvic pain, pruritus, uterine inflammation, adenomyosis, arthropathy, gastrointestinal disorder, gastrointestinal inflammation, cystitis noninfective, dry eye, blepharitis, eye disorder, sleep disorder, fatigue, depression and memory impairment had not resolved. The reporter provided no causality assessment for adenomyosis, arthropathy, blepharitis, cystitis noninfective, depression, dry eye, eye disorder, fatigue, gastrointestinal disorder, gastrointestinal inflammation, memory impairment, pelvic pain, pruritus, sleep disorder and uterine inflammation with essure. The reporter commented: insidious onset of various disorders, first gastrointestinal problems and pelvic pain, then progressively the others. Chronic itching of the scalp (treatment gives no results), acute dryness causing blepharitis and another pathology currently pending diagnosis. Actions taken to treat the patient in the healthcare facility: consequences on family, social and professional life. I have had to save 1.5 days per week to rest and have time to see different specialists due to all the pathologies. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.